Event description:
Customer reported that her tandem x2 insulin pump entered suspend mode due to high altitude, displaying a message to remove and reinsert the cartridge; despite following instructions, the pump failed to restart, and this issue occurred at 3 a.m. For three consecutive nights. Her blood glucose levels were reported at 375 and higher, indicating an adverse impact. Customer removed and reinserted the cartridge each time, but further corrective actions were not detailed. No additional information was received regarding the outcome of the event.